Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "acetabular screws are to be fully seated to assure stable fixation and to avoid interference with the acetabular liner component."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a damaged acetabular liner and modular head as a result of the acetabular liner not being fully locked into the acetabular cup when initially implanted. During the revision procedure, the surgeon noted the screw was not fully seated in the cup which would have prevented the acetabular liner locking into the cup. The screw was fully seated into the cup and acetabular liner and modular head were removed and replaced.